Manufacturer narrative:
(B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved could not be reviewed because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited as described in the customer complaint. The lot number associated with this complaint could not be researched to determine the manufacturing date of the bands as the lot number was not provided. Per the band supplier, if properly stored, bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to ultra violet light. We cannot conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties as the lot number was not provided. The information provided indicated the varices to be banded were small in size. As a precaution, the instructions for use state: "band ligation may not be effective when applied to small varices." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The instructions for use also directs the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instruction for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties. " the instructions for use states: "maintain suction and deploy band by rotating handle clockwise until band release is felt indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the varices were small in size, a cook representative has been directed to contact the medical facility involved in an effort to promote future education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The consultant reported misfire during variceal banding. The following additional information was received on february 8, 2017: the consultant noted a band slippage [band slips off site prematurely] twice following red-out [this is the correct position and the point the band can be fired]. The product was removed, inspected and replaced with a secondary mbl-6 to complete the procedure. Unfortunately, the product has not been retained for inspection. The following clarification was received on february 22, 2017: dr (B)(6) felt he had completed enough suction to give red out and deploy the band. When he moved away from the varix, the band slipped off the pseudo polyp meaning he had to re attempt a second time. The same thing happened a second time and he decided to change for a second device. There were two (2) bands that were left to pass naturally outside of the patient's body because they were misfired. The consultant noted band slippage twice following red-out and the response to this indicated that the varices were small in size.